Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the tyvek peel back lids were stuck together. When the operating room staff peeled back the outside lid the inside lid ripped."